Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). The device was not returned for review as it was discarded by the hospital. Device history records could not be reviewed as the lot number is unknown and therefore, field life cannot be determined. This device is used for treatment. The manual orthopaedic surgical instruments indicates that instrument sets should be verified for content and functionality prior to use. It also states "visually inspect for completeness, damage and/or excessive wear" and if damage or wear is noted that may compromise the function, a zimmer representative should be contacted for a replacement. A definitive root cause cannot be determined with the information provided. Upon further review of the original rationale not to file a MDR, it has been determined that the rationale was not sufficient and therefore this MDR is being filed.

Event description:
It is reported that the drill bit broke, leaving approximately 1 to 1 1/2 inches of the drill bit imbedded in the patients tibia. The surgeon elected to leave the drill bit imbedded as he felt it would do the patient no harm to leave the broken drill bit tip in and that digging it out of the bone would result in an unnecessary massive amount of bone loss.